Event description:
(B)(4). I have recently had to have a hysterectomy to remove this terrible device. Surgery was on(B)(6) 2016. My uterus was 2x the normal size, I had adenomyosis, and very large cysts. 1 was almost the size of my uterus that was attached to my fallopian tube. The other was on the opposite side. It's no wonder I was in pain! In the short time since surgery, my horrible symptoms are already going away. Its amazing to wake up and go thru my day without pain after several years!

Event description:
(B)(4). I got essure in (B)(6) of 2010 and began experiencing several side effects about a year later. My insurance did pay for the device. Some of my symptoms over the years include extreme dry mouth, headaches, hot flashes, tingling/numbing feeling in my head and neck, terrible back pain, all over body aches, chronic constipation, frequent uti's, frequent yeast infections, vaginal pain, pain during intercourse, blurry vision, mental foggyness, sleep disturbances, anxiety, hair loss, and much more! This has been a terrible product and needs to be taken off the market for other women.